Event description:
I was trying to use the brand of one earth health ketone test strips (company name is called lost leaf llc), bought from (B)(6) (asin: (B)(4)) (upc (B)(4)), and noticed the quality was not only questionable, but it registered a color of peach on the test pad, which is not even on the bottle's color chart. The product was defective. Upon doing some research, this product seems to be manufactured in (B)(4) (although the packaging suggests it is made in the USA, but I could not verify this) and travels all the way to the USA to be sold on (B)(6). My concern is that lost leaf llc: is selling this ketone test strip as an otc product without a u.s. FDA 510(k) clearance. I research the FDA website and could not find their 510(k) clearance; is not listed on the FDA website as a relabeler of this product (or any of their products for that matter); does not have a registered UDI number with the u.s. FDA for this product, or any products sold on (B)(6). I am not sure this product needs a UDI number, but still, I could not find one still the same. I am asking you to verify this info about lost leaf llc not having an otc authorization with a u.s. FDA 510(k) clearance to sell this product on (B)(6). The quality of this product would indicate it does not have a 510(k). Additionally, I am requesting you verify that lost leaf llc has not registered with the FDA as a private relabeler or having a UDI number (if need to be) - for this product or any of their products under their brand name one earth health and company name of lost leaf llc. If this proves to be true, I do ask you take appropriate action against this company on (B)(6) ((B)(6) is listing and facilitating the sale of one earth health ketone strips) and all other marketplaces. My concern is, given a consumer's diabetic condition, urine ketone values on this test strip might be misrepresented. I feel the consumer should know this is a cheap (B)(4)-made product being sold to unsuspecting consumers who might make medical decisions based on these one earth health ketone test strips. Thank you. (B)(6). This complaint is for the 150ct package of (asin: (B)(4)) (upc: (B)(4)). But, I see they have the exact same product in a 100ct package (asin: (B)(4)) (upc: (B)(4)) (B)(6). The unit ketones with one earth health ketone test strips were grossly inaccurate (B)(6) 2018. Lost leaf llc.